Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who underwent breast augmentation revision with a mentor memorygel 550cc silicone prosthesis experienced bilateral pain, and the right prosthesis moved post procedure. Patient stated that her breasts have gotten much larger especially the left and it hurts sometimes on the inside, outgrown her bras, and right prosthesis is moving. The issue has not been confirmed by physician. As of this report mentor has not received any information regarding expected explantation or explantation date. This report belongs to the right prosthesis.